Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages including peeling keypad cover. Investigation found the connector wire to the ¿up¿ button was damaged and detached. The pump powered up and all the keypad buttons functioned properly. No contamination was found under any of the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation found damage to the keypad flex of a button contact. This report is made based on results of investigation completed on (B)(4) 2014.